Manufacturer narrative:
Note: event date is only an approximation, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the caller stated the patient is in the hospital and they are thinking there might be an infection at the implant site. The caller stated there will be a possible partial or total system explant. No further complications were reported. No additional patient symptoms were reported.